Event description:
The customer provided an export of work orders that included alleged spacelabs healthcare product malfunctions. The export included the following event details: heart monitor is reading offline, cannot pick up at nurses station. The biomed restarted the software and reset the xhibit telemetry receiver to resolve the failure. The customer was unable to provide additional information about this event.